Event description:
It was reported that the locking mechanism on the brake does not work. The brake is barely catching. No model number visible on the rollator. Burgundy in color and no additional information available.